Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08730 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had minor scratched display window, a small crack on the display window, scratched case, cracked battery tube threads, broken belt clip slot, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 47 mg/dl at the time of the incident. The customer was at 65 mg/dl at the time of the call. The customer was given glucose tablets, food, and intravenous fluids to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and customer will monitor the pump. Customer also called about sensor issues. The insulin pump will not be returned for analysis.